Event description:
The intra-aortic balloon catheter (iab) ruptured when initial gas filling was occurring. A visual of red foamy substance in the gas port on the balloon was noted. The defective iab and sheath removed as one unit. New sheath and iab were inserted after the defective iab and sheath were removed. Unable to remove the ruptured balloon out of the sheath so the whole unit was removed all together.